Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the air/water nozzle was found to be clogged with a fibrous foreign matter, however, it was not possible to identify the foreign matter and the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional information reported by the customer: the procedure was of a diagnostic nature. The gastroscope was inspected before the procedure and showed no abnormalities. The examination was conducted and completed with the same device. There were no damages and infections on the patient and operators. Before sending to the repair center the tool has undergone a complete reprocessing with high level disinfection.

Event description:
The customer originally returned his olympus evis exera ii gastrointestinal videoscope as it was experiencing insufflating issues during use. According to the initial reporter, the device was not able to insufflate at all. There was no patient harm reported from the above event. During the device evaluation, it was discovered that the subject device had undergone insufficient reprocessing. This report is being submitted to capture the insufficient reprocessing confirmed during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The nozzle was found clogged with an unknown fiber. As noted, the presence of this material is indicative of insufficient reprocessing. Additionally, the forceps channel port was deformed. The cover, control unit, first switch, control knobs, and light guide glass cover all had scratching present. The color ring was cracked, the connectors were corroded. The water tightness had been lost, and the coating on the connecting tube was peeling. If additional information becomes available following the device evaluation, a supplemental report will be filed.